Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that prior to explant on (B)(4)-2010 the elective replacement indicator (eri) was triggered due to high battery impedance. Ramware version 8 installed on (B)(4)-2010. Subsequently, the device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the device battery should have lasted longer. It was further reported that the battery voltage was 2.95 v four months prior and is now indicating a battery voltage of 2.81 v and "end of life (eol)." The device was explanted and replaced. No patient complications have been reported as a result of this event.